Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3550-39 lot#, explanted: 2013 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving stimulation "as usual". An impedance test showed electrodes 1-7 were all high, ou t-of-range impedance values. The reporter indicated that it was not possible to effectively reprogram the patient. There were no patient symptoms or injuries related to the event but the lead was consequently explanted and replaced with a new lead. Per manufacturer's device registry, the implantable neurostimulator (ins) was also replaced on the same day as the lead replacement. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received which reported that there were no issues with the patient's implantable neurostimulator (ins). The patient's healthcare provider (hcp) wanted to replace the ins as well as the lead in order to save the patient additional surgery since the ins was going to be at end-of-life (eol) in a couple of years. The issues were reportedly resolved and the patient was getting good coverage post-operatively.

Manufacturer narrative:
Final device analysis for the lead revealed conductors 1, 3 and 7 were broken at the anchor site, 12.5cm from the distal end. Final device analysis for the anchor revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.